Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID, dob, and weight not available for reporting. Date of event: unknown. This report is for an unknown nail head elements: tfn helical blade/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant and explant dates are unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: DHR review could not be conducted due the insufficient information¿s. Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery is scheduled for (B)(6) 2018 due to a nonunion of a trochanteric fixation nail (tfn) implant. There is no report of device malfunction. This report is 3 of 3 for (B)(4).